Manufacturer narrative:
The technician replaced the brake block top adapter, bushings, brake caster and brake steer caster to resolve the issue.

Event description:
The technician alleged the brake casters would not hold. No patient impact.